Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his continuous glucose monitoring system was very inconsistent with his actual blood glucose. The sensor was reading around 70 mg/dl but his actual blood glucose level was 44 mg/dl. The device was not returned.